Event description:
On january 16, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was testing in settings mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began approximately 3 weeks prior to contacting lfs, on an unspecified date in (B)(6) 2019. The patient manages her diabetes with insulin pump therapy and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient reported that during the last week of (B)(6) (date unspecified), after the alleged issue began, she developed symptoms of ¿sweaty, feeling sick¿ and feeling ¿weak¿. The patient denied receiving treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time. The csr educated the patient on the correct testing procedure and walked through a test; however, the patient was unable and/or unwilling to confirm if the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged issue began.